Event description:
A medtronic representative reported intermittent freezing using mach 5.2.5. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Patient information not provided as no pt was involved in this concern. No parts or files have been received by the manufacturer.